Event description:
Related manufacturer reference number : 2017865-2022-02340, related manufacturer reference number : 2017865-2022-02358. It was reported the asymptomatic patient presented for follow up with high pacing impedance exhibited by the implantable cardiac defibrillator (ICD), right ventricular and right atrial lead. There was no intervention reported. The patient was stable.